Event description:
It was reported the ipg was not holding a charge and subsequently the charger could not locate the ipg. The physician explanted the ipg and replaced it with a new eon mini. Follow-up determined the patient has effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.